Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, an inappropriate bypass of the low drain volume alarm. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 201/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use. The patient stated he did not complete therapy last night but had no problems during therapy. The technical service representative (tsr) reviewed the therapy log. For the therapy started on (B)(6) 2012 at 3:09, the log showed the therapy was completed. The initial drain volume equaled 3ml, the last fill volume equaled 0ml, the total fill volume equaled 2979ml, the total drain volume equaled 4336ml, the average dwell time equaled 58 minutes, the average drain time equaled 41 minutes, the total ultrafiltration (uf) equaled 1356ml, there were 2 bypasses, and there was 1 manual drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 201 alarm. The rn stated she was aware of the alarm. Product surveillance explained the alarms meaning. The rn stated there was no patient injury or medical intervention associated with the event. The rn stated the patient had a low fill volume of only 1200ml. The rn stated the patient has been continuing therapy on the cycler successfully. No allegations were made against any baxter products.